Manufacturer narrative:
(B)(4). It is indicated that the device was retained by the customer and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The right common femoral artery was reportedly mildly calcified. The perclose proglide instructions for use state under the special patient populations section that the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site. The customer reported the device is being retained at the site and is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a mildly calcified right common femoral artery was attempted using a perclose proglide device. Reportedly, the device became stuck in the vessel and was removed with some manipulation. When the device was removed a portion of the foot plate was observed to be broken off in the vessel. A surgical cutdown was performed to remove the portion of the foot plate. The vessel was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae. There was a reported significant clinical delay in the procedure. The patient was discharged to home the next day as planned. The physician was reportedly trained in the use of the perclose proglide device. No additional information was provided.